Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there were high impedances in all electrodes except for 5, 11, 12, 13, and 14. There were no reported environmental factors. The impedance check was done in the operating room. The intervention performed was to program the implantable neurostimulator (ins) by using electrodes not affected by high impedance. The issue was reported to have resolved at the time of the report. No surgical intervention had occurred and it was stated that it was unknown if a surgical intervention was planned but the information would not be made available. The patient¿s weight and medical history were also asked but would not be made available. The patient was alive with no injury. There were no patient symptoms reported. No further complications were reported. Additional information was received from the representative (rep) regarding the patient. It was reported that the operation being performed was an implantable pulse generator (ipg) replacement. It was noted that the information was directly communicated with the physician in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.